Manufacturer narrative:
Taper ii. The access port associated with this report was not returned with the lap band. Based upon the serial number provided by the reporter, the connector type is assumed to be a taper ii. Analysis of the returned device confirmed damage to the buckle, shell and ring of the band. We believe all of the damage was likely caused during surgery to remove the device. Analysis of the device also noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned.

Event description:
Reported as "leaking during implantation".